Event description:
On (B)(6) 2013, the patient reported that pump was exposed to water and then buttons stopped responding. Moisture was reported in the battery compartment. The patient allegedly was unable to use the pump even though the pump powered on. No adverse events were reported as being associated with this complaint. This complaint is being reported because the issue with the button responsiveness could not be resolved with trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/19/2013 - device evaluation: the pump has been returned and evaluated by product analysis 08/28/2013 with the following findings: the keypad was found to be fully intact; no visible damage was observed. During testing, all keypad buttons were found to be unresponsive. The keypad was removed and no evidence of damage or contamination was found on key contacts. During evaluation, moisture was found in the battery compartment. The pump passed a leak test. The pump case was opened and internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.